Manufacturer narrative:
The service repair technician duplicated the reported issue. He powered on the electronic patient gas system (epgs) with 50 pounds per square inch (psi) on both air and oxygen (o2) and calibration was successful. During testing the o2 setpoint on the central control monitor (ccm) and the external o2 analyzer were out of specification. The srt replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to function as intended. The epgs was powered on and the fraction of inspired oxygen (fio2) was set to 60%. The gas blend was monitored for approximately four hours with no change. Per data log analysis: on (B)(6) 2021: 18:15:01 central control monitor (ccm) fio2 change [90.1%], 17:22:11 ccm fio2 change [100%], 17:19:58 ccm fio2 change [80.1%], 17:14:56 ccm fio2 change [100%], 17:14:08 ccm fio2 change [90%], 17:06:10 ccm fio2 change [80%], 17:05:57 ccm fio2 change [72%], 15:44:42 ccm fio2 change [70%], 15:36:20 ccm fio2 change [80%], 15:19:43 ccm fio2 change [90%], 15:10:07 ccm fio2 change [85%], 14:45:02 ccm fio2 change [84%], 14:44:14 ccm fio2 change [85%], 14:42:17 ccm fio2 change [100%], 14:41:03 ccm fio2 change [75.3%], 14:38:14 ccm fio2 change [63.3%], 13:58:55 ccm fio2 change [60.3%], 13:57:56 ccm fio2 change [55.3%], 13:42:30 ccm fio2 change [52.3%], 11:48:49 ccm fio2 change [50.3%], 11:42:01 ccm fio2 change [54.3%], 11:24:27 ccm fio2 change [58.3%], 11:12:30 ccm fio2 change [60.3%], 11:07:30 ccm fio2 change [55.3%], 11:06:54 ccm fio2 change [60.3%], 11:00:58 ccm fio2 change [65.3%], 10:51:13 ccm fio2 change [70.3%], 10:31:56 ccm fio2 change [65.3%], 07:40:51 ccm fio2 change [99.6%], 07:19:37 calibration successful [2472mv], 07:17:49 calibration started... The events listed above are all the setpoint changes made to fio2. All were made from the ccm, and there is no indication the gas system was unable to achieve any of the setpoints. There is no indication in the log that the gas system changed fio2 on it's own. The complaint cannot be confirmed from the log.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was tested on the test rig and the results were that several parameters were out of specification. It was retested on a separate day and the same failures were observed. The signal of the unit was observed to be unstable. The front sealing area was opened and gas bubbles around the cathode spot, which explains the failure, were observed. No clear manufacturing failure could be detected. It is possible that manufacturing tolerances might have contributed as well as elevated levels of dehydration through the application and ambient conditions. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. He replaced the epgs. The unit operated to the manufacturer's specifications. The suspect device will be sent back to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the gas blender changed the fraction of inspired oxygen (fio2) values from 60% to 100% on its own. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the manufacturer's clincial specialist spoke with the perfusionist regarding the incident the team had with the electronic patient gas system (epgs) during a cpb procedure on (B)(6) 2021. The epgs calibrated without issue for a case. The perfusionist stated that during the procedure, the epgs fio2 went from 60% up to 100% without any slider or manual adjustment on the epgs twice. The unit settled down after the perfusionist went up and down on the slider, and did not have additional failures. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this occurrence.